Manufacturer narrative:
The ICD and the leads were returned for analysis and thoroughly analyzed. In the shipped state, the returned lead was cut into a proximal and a distal fragment. The analysis showed multiple signs of abrasion along the lead fragments. Inparticular 27 cm distal of the is-1 connector pin, the insulation was damaged due tofraying. In this area, the rope conductor to the ring electrode showed a conductor fracture and sparkover traces. This damage manifestation can with high probability be regarded as the cause for the incorrect shock deliveries mentioned in the complaint. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the ICD housing with simultaneous friction at it. The sparkover traces on the rope conductor speak for a direct contact with the ICD housing. Neither the analysis of the ICD nor of the lead showed indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the patient came to the hospital with the emergency physician 18 months after the initial implantation. The patient had received inappropriate shocks. A revision was performed. It was reported that an insulation defect of the lead was observed in the process.